Manufacturer narrative:
.

Event description:
Allegedly, patient was experiencing mom complications. Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: pain